Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported that there was foreign matter present on a product. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and two photos were provided for evaluation by our quality team. A visual inspection was performed and the needle has an epoxy drip over on the needle that is 1/4" from the needle hub. No other defects or imperfections were observed. The two photos provided show the sample received. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. As the lot number provided is 'unknown,' a device history record review could not be completed. Verification of the cannulator was performed. The settings were correct and the flow of products was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found on the bd precisionglide¿ needle when it was attached to a syringe. The following information was provided by the initial reporter: "writing to notify the team of a bd needle that had particulate present on the needle that was noted once the needle was removed from the packaging and attached to a syringe. The needle was never uncapped."